Event description:
Reporter alleged blood glucose measured 334 mg/dl, so customer went to the hospital as a result. It was stated hospital meter read 130 mg/dl when testing was performed within 10 minutes of the original result. Customer stated he had not been eating as much food lately because of blood glucose had seemed higher. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.